Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('still in pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis and adenometriosis"), feeling abnormal ("brain fog"), neuropathy peripheral ("lower lumbar neuropathy") and spinal cord compression ("spine compressed") and was found to have cervix carcinoma ("cancer in the cervix"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, cervix carcinoma, endometriosis, feeling abnormal, neuropathy peripheral and spinal cord compression outcome was unknown. The reporter considered cervix carcinoma, endometriosis, feeling abnormal, neuropathy peripheral, pelvic pain and spinal cord compression to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Case becomes an incident. New event added: pain, lower lumbar neuropathy, spinal compressed. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.